Event description:
Per information provided: (B)(6) 2004 - patient was diagnosed with bilateral direct inguinal hernias and cord lipomas thereby underwent open repair with the implant of kugel patch (right - device #1 & left - device #2). Per operative notes, ¿in the right inguinal region, a small right cord lipoma was resected and a kugel patch (right - device #1) was placed and sutured. In left inguinal region, large left direct hernia including a small cord lipoma was resected and a kugel patch (left - device #2) was placed and sutured.¿ (B)(6) 2006 - patient was diagnosed with recurrent bilateral direct inguinal hernias thereby underwent repair with the implant of kugel patch (right - device #3 & left - device #4). (Note, there was no implant op notes provided). (B)(6) 2011 - patient was diagnosed with recurrent left femoral hernia thereby underwent open repair with the implant of perfix plug (device #5) and explant of kugel patch (left - device #2 & #4). Per operative notes, ¿the previously placed kugel patch (left - device #2 & #4) had migrated inferiorly at femoral region which was dissected away and removed. The hernia sac was dissected and a perfix plug (device #5) was placed into the femoral ring and sutured.¿ (B)(6)2011 - patient was diagnosed with symptomatic reducible right femoral hernia thereby underwent open repair with the implant of perfix plug (device #6). Per operative notes, ¿the femoral hernia sac was dissected and reduced back into a preperitoneal position and a perfix plug (device #6) was fashioned to fit into the femoral canal and secured superiorly or anteriorly to the ilioinguinal ligament and previously placed kugel patch (right - device #1 & #3).¿ attorney alleges that the patient had bowel perforation, revision surgery, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 5 years 3 months post implant of kugel patch, patient was diagnosed with hernia recurrence and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This emdr represents kugel patch (device #4). An additional supplemental emdr was submitted to represent kugel patch (device #1) and additional emdr's were submitted to represent kugel patch (device #2 & #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.